Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient was hospitalized due to an alleged overdose. The physician believes an incorrect concentration of medication was entered into the pump reservoir. The physician does not believe the patient's symptoms are related to the pump. The patient is now stable.